Event description:
Facility biomed technician reported a flogard device over-delivered during biomed testing. The biomed programmed the pump to deliver 20ml of fluid at a rate of 20 ml/hour, but the pump delivered 22ml instead. There was no pt involvement.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional information becomes available.